Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepack. No pt injury was reported.

Manufacturer narrative:
Customer was instructed to reconnect the system's antenna and communication was reestablished.